Manufacturer narrative:
An event regarding loosening involving simplex cement mix was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: not performed as no medical records were received for review with a clinical consultant. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there has been one other similar event for the lot referenced. The other event relates to the same patient whereby two units of cement were used during surgery. Conclusion: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be the information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Reopened. Device not available.

Event description:
It was reported through the communication of an attorney that allegedly the patient was revised due to failed right total knee arthroplasty, mechanical loosening of components.